Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 9616099-2013-00546 and 1016427-2013-00108.

Event description:
As reported by the (B)(4) study, seventy-two hours post index procedure, the patient experienced a neurological event of dysarthria, left hemiparesis, and left hemiataxia. The onset was sudden and recovery was full. Diagnosis was a transient ischemic attack. During post dilation, it was reported that vessel spasm occurred which was treated with intra arterial nitroglycerin. The patient is a (B)(6) male. The target lesion location was the ostium of the left internal carotid artery. The vessel was described as mildly calcified. The rate of stenosis was 90%. There was no occlusion of the contralateral carotid artery. An angioguard was advanced distal to the lesion and the lesion was pre-dilated. A precise (pc0940rxc/ lot 15793852) stent was advanced and successfully deployed at the target lesion. During post dilation with a non cordis balloon vessel spasm occurred. The angioguard was safely removed and upon inspection of the filter basket there was no debris found. The procedure was successfully completed. There was no reported injury to the patient. Nih was at baseline at the time of discharge. The patient was discharged with aspirin and clopidogrel prescribed. The patient was positive for dysarthria due to a history of previous neck surgery and/or history of alcohol abuse. As per the physician, the episode was not related to the stent, as it is in good placement and widely patent. Symptoms also inconsistent with distribution of treated stenosis, possibly related to brief drop in blood pressure or cardiac output. Symptoms were very short lived and subject was discharged from the ER¿not admitted. The symptoms were not treated, subject was observed and discharged.

Manufacturer narrative:
As reported by the sapphire study, seventy-two hours post index procedure the patient experienced a neurological event of dysarthria, left hemiparesis, and left hemiataxia. The onset was sudden and recovery was full. Diagnosis was a transient ischemic attack. During post dilation it was reported that vessel spasm occurred which was treated with intra arterial nitroglycerin. The patient is a (B)(6) male. The target lesion location was the ostium of the left internal carotid artery. The vessel was described as mildly calcified. The rate of stenosis was 90%. There was no occlusion of the contralateral carotid artery. An angioguard was advanced distal to the lesion and the lesion was pre-dilated. A precise (pc0940rxc/ lot 15793852) stent was advanced and successfully deployed at the target lesion. During post dilation with a non cordis balloon vessel spasm occurred. The angioguard was safely removed and upon inspection of the filter basket there was no debris found. The procedure was successfully completed. There was no reported injury to the patient. Nih was at baseline at the time of discharge. The patient was discharged with aspirin and clopidogrel prescribed. The patient was positive for dysarthria due to a history of previous neck surgery and/or history of alcohol abuse. As per the physician, the episode was not related to the stent, as it is in good placement and widely patent. Symptoms were also inconsistent with distribution of treated stenosis, possibly related to brief drop in blood pressure or cardiac output. Symptoms were very short lived and subject was discharged from the ER - not admitted. The symptoms were not treated, subject was observed and discharged. The products were not returned for evaluation and testing. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Vessel spasm is a known potential adverse event associated with any interventional procedure where devices are introduced into the vasculature and is listed in the IFU (instructions for use) as such. Local vasospasm can be caused by the outward radial force and axial friction of the filter's basket, or by the device manipulations inherent in any procedure causing endothelial irritation. A carotid vessel spasm is a brief temporary tightening of the muscles in the vessel wall. This can narrow and briefly decrease or even prevent blood flow to the brain. This may lead to tia symptoms such as reflex change. Treatment of arterial spasms may include medications such as nitrates and calcium channel blockers. Tia is a well-known potential adverse event associated with the carotid stent implantation procedure and is listed in the IFU as such. Tia is often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may collect in the embolic protection device or flow downstream potentially disrupting perfusion both during and after carotid stent implantation. By definition (mayoclinic.org), the symptoms of a tia may last up to 24 hours, but they often last only a few minutes. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. DHR review confirmed that the product met specifications. No corrective actions will be taken at this time. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 9616099-2013-00546 and 1016427-2013-00108.